Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "down" button was found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "down" button was found to be intermittently responding. The contrast button was found to be completely unresponsive. The keypad was removed and contamination was observed under the button contacts. The bolus button was found to be punctured. Unrelated to the event the battery compartment was found to be cracked and moisture was observed inside. The display was found to be dim.